Event description:
An occlusion alarm was reported, but the alarm number could not be verified in the pump history. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl or read as ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. There were multiple previous occlusion events, but the same resolution actions were taken each time. No additional assistance was required, and technical support closed the case.